Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous, heavily calcified, de novo lesion in the right coronary artery. Pre-dilatation was performed with an unspecified balloon dilatation catheter (bdc). A 3.5x48mm xience xpedition rx stent delivery system (sds) was then advanced without issue and the stent was deployed; however, the balloon burst after the first inflation to 24 atmospheres. Some resistance was noted during the sds removal. Force was applied, and the distal shaft separated from the hypotube. The distal shaft remained between the [right] coronary artery and left main coronary artery and the patient experienced pain. The proximal portion of the sds was removed, and the distal shaft was then extracted from the patient anatomy using a lasso snare device. The procedure concluded without any additional intervention. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded; the images provided do confirm what appears to be a long stent, reported to be a 3.5 mm x 48 mm, being successfully deployed in the proximal right coronary artery (rca) after pre-dilatation of the lesion. One (1) image run does show what is likely the stent delivery balloon fully retracted within the guiding catheter (unknown manufacturer / shape) being advanced forward as contrast is injected. This forward movement does appear to engage the proximal end of the deployed stent. Both balloon markers are visible in this image run which supports what appears to be normal device movement within the guide catheter. Other image runs provided do not show the reported recovery of the reported separation. The xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: do not exceed rated burst pressure (rbp) as indicated on product label. Additionally, the IFU states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. If it is necessary to retain guide wire position for subsequent artery/lesion access, leave the guide wire in place and remove all other system components. In this case, it appears the IFU deviations related to inflation about rated burst pressure and excessive force may have contributed to the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the inflation of the balloon above the rbp caused the reported material rupture. The device met resistance during removal likely due to the ruptured and un-deflated balloon interacting with device accessories causing the reported difficulty to remove. Excessive force was used (against IFU) causing the reported detachment of a device component and subsequent patient effects of angina, removal of a foreign body and additional therapy/non-surgical treatment. The reported patient effect of angina is listed in the xience xpedition IFU, as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.